Event description:
It was reported by service report that the brakes were not holding sufficiently. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: brake cams.